Manufacturer narrative:
Model number/catalog number: sc-1110-02. Serial number: (B)(4). Batch/lot number: 14887017. Model/catalog description: precision ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipgs revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient could not charge the two ipgs. The patient underwent a revision procedure wherein both ipgs were explanted and replaced with one ipg. The patient was doing well postoperatively.